Event description:
Stapler did not fire staples rows correctly.======================manufacturer response for curved stapler, ecs29a (per site reporter).======================manufacturer to open an investigation report.